Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were scissoring on tissue. Clips were removed and placed again with the same device. There was no consequence to patient.